Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using care link. Device had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2019 with a blood glucose of 597 mg/dl. The customer was 223 mg/dl at the time of the call. The customer was treated with manual insulin injection and intravenous fluid. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not completed. The customer blamed a defective infusion set for their hyperglycemia; they believed that the infusion set caused an insulin under-delivery. The insulin pump will not be returned for analysis.